Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 447 mg/dl. The customer states that the audio is not working only vibrates. Customer ran self test and got hardware low level failure. Customer treated high blood glucose level with manual injection. It is unknown whether auto mode was active at the time of high blood glucose. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.